Event description:
A malfunction was reported by the customer with a code that indicated an issue with the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, implying no adverse impact. The customer was instructed by technical support to switch to multiple daily injections as a backup therapy, and a replacement pump was arranged. Instructions for putting the pump into storage mode and returning it were provided and acknowledged by the customer.